Event description:
It is reported that the patient was revised due to pain and inability to extend her knee.

Manufacturer narrative:
The event reported on the form was previously submitted under manufacturing report number 3007963827-2014-00050. This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Medical products: option st tib plt size 4; p/n: 00598603702, l/n: 62006012; articular surface; p/n: 00596203010, l/n: 61998107; all poly pat comp 29dia; p/n: 00597206529, l/n: 62027339; pat rmr bld w/pilot hole,sz38; p/n: 00597909538, l/n: 61849810; lps-flex gsf opt sz d-r; p/n: 00576401452, l/n: 61797759. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned components (tibial implant, articular surface) noted that they exhibit signs of being implanted. The backside of the tibial implant is completely covered with thick bone cement remains except around the keel. The superior surface of the tibial implant is stained and scratched. The condylar surfaces of the articular surface are pitted and worn while the inferior surface is pitted, gouged, and has wear lines. Dimensional analysis of the product passed where measured. DHR was reviewed and no discrepancies were found. Per the instructions for use of the products implanted during the primary surgery, pain and poor range of motion of the prosthetic knee components are known potential adverse effects associated with the tka procedure. This new information does not affect the previously completed investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, associated reports: 2648920 - 2015 - 00149 - 2, 0001822565 - 2020 - 01125.

Event description:
No further event information available at the time of this report.